Event description:
The customer had transferred off of unit the joy stick was touched causing the unit to move forward. As customer was standing in from of the unit, it struck and lacerated the back of the ankle.